Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2008. The fse compared troponin I quality control (qc) between both unicel dxi 800 access immunoassay systems and performed high sensitivity foam/no foam testing. No foam portion passed and foam portion failed. The fse verified ultrasonics and alignments on pipettors #3 and #4, which failed. The fse verified aspiration in peri-tubing #1 and #2, which failed. The fse replaced peri-tubing and successfully completed aspiration testing. Foam testing failed the median only. The fse replaced duck bill and rotated the aspirate probes. Foam testing and system check successfully passed. The fse verified quality control (qc) within the accepted specification. The unit conformed to the manufacturer's performance specifications. This reportable event was identified during a retrospective review of product complaints conducted from (B)(4) 2008 through (B)(4) 2010 for additional reportable events. This medwatch report is retested to MDR 2122870-2011-03024.

Event description:
The customer reported elevated troponin I (accutni) results for eight pts involving unicel dxi 800 access immunoassay system. The samples were retested on another unicel dxi 800 system and produced results within the normal reference range. The elevated results were not released from the laboratory. The corrected results were reported. There was no report of pt injury or change in pt treatment associated with this event. The field service engineer (fse) was dispatched to assess the unit.